Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that all of the insulin in reservoir went into her body during priming and was not sure how it happened. Customer was hospitalized on (B)(6) 2015 with blood glucose of 216 mg/dl. Customer declined troubleshooting. Customer was advised to call helpline before reconnecting to insulin pump.